Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose pitch cable at the clamping pulley inside of the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint regarding instrument would not properly clamp and stay closed was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the large clip applier clip would not clamp and stay. The surgeon struggled to clip and unclip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The clip would not release from the instrument and would stay on the tissue without tissue pulling. The customer used a backup clip applier to continue the procedure.